Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; 693158 implantable tachy lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing is present and short interval counts occurred on the right atrial lead. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.